Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated they are not satisfied with the clinical effectiveness of the device and its ability to convert the patient's rhythm during the cardioversion. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b3, b5, and h6 (device problem code). The device was returned to zoll united kingdom for evaluation. The customer's report of "check pads" was observed during review of the device activity logs. The activity log indicated the user performed 4 shocks to the patient. All shocks were within specification. Each shock event has sync enabled, confirming the report of the user attempting to cardiovert. No clinical log file was available for evaluation to properly assess the ECG signal as the activity log is not designed to record ECG. After each shock, the device registered check pads and poor pad contact messages in the minutes following. A "check pads" message indicates that the device does not recognize if the pads are attached to the device, or the device is not detecting a valid impedance through the pads. The pads were losing proper contact with the patient. However, without pads and clinical files from the event date being returned for evaluation, we do not have evidence of the customer's report of dissatisfaction with clinical effectiveness of the cardioversion and we cannot confirm the cause of the check pads messages seen on the event date. The device was recertified and returned to the customer. The device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, and bench handling without duplicating the report. The device was recertified and returned to the customer. Per the r-series operator's guide, during electrosurgery, observe the following guidelines to minimize esu interference and provide maximum user and patient safety, (1) keep all patient monitoring cables away from earth ground, esu knives, and esu return wires, (2) use electrosurgical grounding pads with the largest practical contact area. Always ensure proper application of the electrosurgical return electrode to the patient. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.